Manufacturer narrative:
Concomitant medical products: product ID: 439888 lead, implanted: (B)(6) 2017. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The device had reached battery depletion prematurely. The device was explanted and replaced. It was also reported the right atrial (ra) lead dislodged. There was high thresholds and non-capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.